Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cvc kit for analysis. The catheter will be analyzed as part of this complaint investigation. Signs-of-use in the form of biological material was observed inside the device; however, confirmation from the customer revealed that the defect was observed during insertion. Visual analysis revealed that a small stain 19cm mark of the catheter (from proximal end). Microscopic examination confirmed the defect and revealed that the unknown material can be easily rubbed off. The stain on the catheter measured 198mm from the juncture hub. Manufacturing were contacted as part of this complaint investigation. They indicated that the stain is not ink from the catheter markings. If the material was ink, then it would not be able to be removed by hand. Therefore, manufacturing is likely not responsible for the foreign material. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged". The report of a foreign material on the catheter body was confirmed through complaint investigation. Visual analysis revealed a foreign marking on the catheter body. It was observed that rubbing the area of the marking by hand caused the marking to fade. Per comments from manufacturing, it is unlikely that this foreign material is ink from the catheter markings as it would not be able to be removed by hand. Therefore , manufacturing could not have caused this event. Based on the customer report, the comments from manufacturing, and the sample received, the root cause cannot be determined as it is unknown if the catheter was exposed to the foreign material before or after initial use on the customer. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "streaky stains" were found on the catheter during insertion. The catheter was replaced with a new one. No patient harm was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "streaky stains" were found on the catheter during insertion. The catheter was replaced with a new one. No patient harm was reported.